Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump was broken, displayed a flashing white screen, and no longer turned on. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the flashing white display, and the serialized device will be replaced. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. Pump received with high active current and high sleep current due to moisture damage to the pcb1 and pcb2 board. No flashing white display noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 27.0 received the lowbatteryalert (104) on 09/22/2025 10:57:00 after more than 7 days at 30.84 days. Battery cycle 26.0 received the lowbatteryalert (104) on 08/22/2025 05:22:00 after more than 7 days at 29.68 days. Battery cycle 25.0 received the lowbatteryalert (104) on 07/23/2025 11:02:00 after more than 7 days at 30.75 days. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed high active current during analysis due to moisture damage to the pcb1 board. No flashing white display noted during analysis, flashing white display not confirmed. Cosmetic damage confirmed at the belt rail near battery compartment (cracked). Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.